Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient report that with a prior implantable neurostimulator (ins), she had pains in her upper back with muscle spasms in her shoulder blade. Her healthcare provider (hcp) ordered heat ultrasound diathermy physical therapy. Not even a year later she saw a phone with elective replacement indicator (eri). The patient said they yelled at her that she was using it too much. The indication for implant was non-malignant pain.